Event description:
It was reported that during routine testing, a device over infused (rate and delivery parameters unk). There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When the eval is complete, a supplemental report will be submitted.